Event description:
Report received stated that the patient experienced rash and itching under the tape collar border of the durahesive (dh) convex moldable wafer. The patient is unaware of any other products that were used to prep and apply the (dh) wafer. It was reported that the dh wafer was only in use for one day prior to receipt of this complaint. After discussions regarding the patient's skin care regime it was recommended use of barrier containing convex to protect the affected area. The patient prefers to make any further decisions regarding treatment after discussions with personnel home health nurse. No further info regarding outcome of patient was reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.